Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The leading unit was received partially applied with a tack jammed in the e piece. During functional testing, the handle did not retract after firing, and the leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and the spring retainer was broken. The root cause of the reported condition is an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler released three times. Then a loud clack could be heard as if something broke off the handle. The handle was loose and there was no reaction regarding the clamps. One clamp was partly positioned in the body and partly in the device and could only be detached after some fumbling. The only patient consequence was an extension in surgical time.